Manufacturer narrative:
On 8-nov-2021, bwi received additional information regarding the event. This adverse event was discovered during use or post use of biosense webster products. The physician commented that there was no relationship between reported adverse event and bwi products. Additionally, the product investigation was completed as the complaint device was not returned. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered acute gastric dilatation. Although details are unknown, there was a neurological disorder (acute gastric dilatation). To be confirmed at a later date. There was no product defect. Acute paralytic gastric dilatation occurred. The physician commented that not related to product. No further information is available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.